Manufacturer narrative:
This report is submitted on may 29, 2017.

Event description:
Per the clinic, the patient experienced a non-device related medical condition resulting in the decision to explant. The device was explanted on (B)(6) 2017, there are no plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is filed on june 06, 2017.